Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery compartment was cracked, blank display, the battery cap damaged, and metal contact in the battery cap was missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1715k, acc-1601. Troubleshooting was performed for batery cap damage. The customer was informed that a battery cap replacement will be sent. The customer continues to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. Troubleshooting was performed for blank display and customer stated that the customer was using correct battery cap and display returned after troubleshoting. Troubleshooting was performed for cosmetic damage and customer reported that the ring or the opening of the battery compartment was cracked. The damage affected pump functionality. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. No product return was required for acc-1601. Mmt-1715k was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Moisture damage was found inside the battery tube during an initial inspection. The pump was received without a battery cap. Installed a battery cap and continued testing. The pump was received with a cracked battery compartment and broken battery tube threads (missing a piece) however, the pump did power up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thus. The pump was monitored, and no blank display or unexpected power/battery alerts were noted during testing. No excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, broken battery tube threads, damaged serial number label, and pillowing keypad. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Moisture damage inside the battery tube was found during an initial inspection. The complaint of blank display is not confirmed. Cracked battery compartment and broken battery tube threads (piece missing) complaints are confirmed. Damaged retainer complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.